Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the company rep that the pt was taken into surgery for a prophylactic battery replacement surgery. Pre-op diagnostics results on the device gave high lead impedance. The surgeon decided to replace the entire system based on the diagnostics results. Explanted lead was returned to manufacturer for analysis. Analysis is currently pending on the lead. Good faith attempts to obtain additional info have been unsuccessful.